Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a glass door was failed to open for specific medications. The customer stated that there was a delay in dispensing medications to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no issues were found. A technical support specialist (tss) logged into the server and verified current inventory (medid corlan5) quantity on server and device. The tss ran a query via ssms (sql server management studio) and confirmed that medid corlan5 was loaded with current qty 5, null load inventory/remove dates. The tss also verified corlan5 is not loaded anywhere else in the device. The tss found no failed attempts to access device/medication in med app logs and resent inventory messages to device from server. The customer confirmed that there is no issue with the device currently. The system functioned as intended after the technical support specialist verified the device.